Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced urinary retention and distal cuff erosion with a tandem artificial urinary sphincter (aus) device. A cystoscopy was performed in which the urethral erosion was diagnosed and the patient was catheterized to drain the bladder. The physician suspected that the symptoms may have been caused by the distal 3.5 cm cuff being too tight; however, there was no suspicion of an incorrect placement of the component. The existing aus was fully functional and the proximal cuff was still good. It was indicated that the physician considered leaving a catheter in situ for ten days and perform a salvage washout procedure. A surgical procedure was then performed in which the distal cuff was removed and a deactivation plug was placed in the tubing so the remaining proximal cuff could be retained. The patient was expected to fully recover.